Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted, passed the motor test and rewind feature functioned properly during our testing. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.